Event description:
A patient reports while wearing a pod for 9 hours their blood glucose level had rose to 355 mg/dl. In addition the patient reports the pods cannula had failed to deploy and the pods pink slide had not moved forward at initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state when the device was received. The device data showed that the first priming sequence ended at 47 pulses and deactivation occurred at 686 pulses. During operation, the device was able to successfully deliver a bolus following the priming sequence. The needle mechanism was reset and fired properly during the investigation. No housing or environmental seal damage was found. Based on the investigation the device functioned as intended.